Event description:
The manufacturer received information alleging a patient had bleeding from the ears after using a cough assist. The patient did not require medical intervention. The device is not returning to the manufacturer for evaluation. The caregiver was instructed by a physician to discontinue use until the pressure is lowered in the cough assist. Product labeling states,"monitor the device while in use and stop using it if the device malfunctions."